Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that wrong tube was used and erroneous results occurred during use with a unspecified bd sodium heparin tube. The following information was provided by the initial reporter, "it was reported that the incorrect tube was used, resulting in an impact on a patient for clinical trial. It has been brought up on our safety board that there have been some challenges with the two tubes. The two tubes are used for separate things, and the distinguishing factors are not obvious (the cross hatching on one). We had an incident this week where the incorrect tube was used, resulting in an impact on a patient for clinical trial. We would like to propose a change in color for the sodium heparin tubes. Only one area uses them, and it would result in less impact on the teams. Please let me know how we can implement this, as the safety concern is great. 23-jan: rcvd an email from the customer stating "we are unable to send you the sample as it is gone. My sense is there is no need to send a sample of the tubes¿it is not an issue with a malfunctioning tube, it is that the tubes are too close in appearance. This should not be such a huge difference in contents and such a similar appearance."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for difference of color between tubes being small with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that wrong tube was used and erroneous results occurred during use with a unspecified bd sodium heparin tube. The following information was provided by the initial reporter, "it was reported that the incorrect tube was used, resulting in an impact on a patient for clinical trial. It has been brought up on our safety board that there have been some challenges with the two tubes. The two tubes are used for separate things, and the distinguishing factors are not obvious (the cross hatching on one). We had an incident this week where the incorrect tube was used, resulting in an impact on a patient for clinical trial. We would like to propose a change in color for the sodium heparin tubes. Only one area uses them, and it would result in less impact on the teams. Please let me know how we can implement this, as the safety concern is great. 23-jan: rcvd an email from the customer stating "we are unable to send you the sample as it is gone. My sense is there is no need to send a sample of the tubes¿it is not an issue with a malfunctioning tube, it is that the tubes are too close in appearance. This should not be such a huge difference in contents and such a similar appearance."

Event description:
It was reported that wrong tube was used and erroneous results occurred during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tube. The following information was provided by the initial reporter, "it was reported that the incorrect tube was used, resulting in an impact on a patient for clinical trial. It has been brought up on our safety board that there have been some challenges with the two tubes. The two tubes are used for separate things, and the distinguishing factors are not obvious (the cross hatching on one). We had an incident this week where the incorrect tube was used, resulting in an impact on a patient for clinical trial. We would like to propose a change in color for the sodium heparin tubes. Only one area uses them, and it would result in less impact on the teams. Please let me know how we can implement this, as the safety concern is great. (B)(6): rcvd an email from the customer stating "we are unable to send you the sample as it is gone. My sense is there is no need to send a sample of the tubes¿it is not an issue with a malfunctioning tube, it is that the tubes are too close in appearance. This should not be such a huge difference in contents and such a similar appearance."

Manufacturer narrative:
The changes are as follows: d.1. Medical device brand name: bd vacutainer® lithium heparinn 75 usp units blood collection tubes d. 1 medical device type: jka. D.2. Common device name: blood specimen collection device d.3. Medical device manufacturer: becton, dickinson & co. (Broken bow) d.4 medical device catalog #: 367884 d.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k945952 g.2 manufacturing location: becton, dickinson & co. (Broken bow) h3 other text : see h.10